Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral artery disease (pad). The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified iliac veins. A 7.0mm x 40mm x 135cm sterling balloon catheter was advanced for dilation. However, during first inflation at 10 atmospheres during increasing pressure, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.